Event description:
It was reported that at a check one day after a routine device replacement, that the right ventricular (rv) lead capture threshold varied. It was indicated that the bipolar threshold was 1.75 volts at a rate of 70 beats per minute and 3.125 volts at 90 beats per minute. It was noted that the lead impedance was stable and within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.